Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was more than 1 ml of fluid that leaked from the area of the hemoglobin chamber of the analyzer onto the counter. The customer could not identify the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a cut in the pinch tubing through the nc (normally closed) side of pinch valve vl46b (lower sheath). The fse replaced the pinch tubing resolving the leak. The instrument was verified. (B)(4).